Event description:
It was reported by the aci sales professional that a patient underwent a peripheral coronary intervention (pci) procedure on (B)(6) 2011. Access was obtained at the right common femoral artery (rcfa) via a 6f procedural sheath (model unknown). The patient was given aspirin, prasugrel, and reopro and was anti-coagulated with heparin peri-procedure. Following the procedure, the physician who is a trained user of the mynx, used the device to close the puncture site. There were no complications during the procedure or closure. It was reported that the patient's activated clotting time (act) at closure was 168. It was reported that shortly after the patient was wheeled out of the cath lab, the patient experienced right iliac fossa pain (right inferior part of the surface of the abdomen). The patient's systolic blood pressure also dropped to 50 mmhg. A CT scan was performed and it showed a very large retroperitoneal bleed (rpb), which the physician concluded that it probably originated from the puncture site. An interventional radiologist (ir) sealed the rpb using an ultrasound-guided compression. The patient was also transfused with 4 units of blood and was transferred to the critical care unit (ccu). The physician noted that there is a possibility that the mynx failed to seal the vessel. The physician also felt that although the puncture was fluoroscopically below the inguinal ligament, it was in fact a high puncture, which together with reopro on board, contributed to the bleed. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.